Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. (B)(4). Reason for reoperation: rupture. Visual analysis of the device: visual analysis of the photographs identified; red biological tissue, red particles on the shell, and an opening on radius.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implants due to the patients concern with the product. Healthcare professional additionally reported extracapsular silicone throughout the breast. Device has been explanted.